Manufacturer narrative:
The ge rep performed an on site investigation. The soft ware was reloaded. The sys was then found to be operating as intended.

Event description:
The customer reported the image display was dark. No report of pt injury.